Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported bilateral ruptures. Device has been explanted. This record relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, two patterns along the same edge on posterior side assessed as unidentified (tear) opening (shell thickness within specification) and one opening in anterior side assessed as fold flaw opening. Additional observations: creases is observed. Wear abrasion is observed. Stress marks are observed assessed as non-penetrating nick. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported bilateral ruptures. Device has been explanted. This record relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.